Manufacturer narrative:
Other lot of vertecor midline osteotome 3.0 may be: lot#: tlm-1011-08, dom: 11/12/2010, exp date: 11/30/2011. The vertecor mlo got stuck in the threads of a pre-existing pedicle screw and broke within the vertebral body. The physicians felt it is best to leave the tip embedded in cement and that it would cause no problems to the pt. (B)(4). A review of the device history records did not reveal any anomaly related to the complaint. Prior to release of the lot, mechanical tests were performed and test results for the lot met all specs. No definitive conclusion can be made as the implanted portion of the device is not available for eval.

Event description:
The midline osteotome got stuck on the threads of a previously placed pedicle screw. The articulating tip broke off and was retained in the vertebra of the pt.